Manufacturer narrative:
Investigation into this event determined that biased vitros phbr quality control results occurred on the vitros 5,1 analyzer on multiple control fluids. The root cause of the event is unknown. However, the positively biased phbr quality control results appear to be related to the calibration events on (B)(6) 2010. Re-calibration with an alternate lot of phbr slides resulted in a verified calibration with phbr quality control results in expected ranges.

Event description:
The customer calibrated vitros phbr chemistry product slides on their vitros 5,1 fs chemistry system and obtained positively biased phbr quality control results. Biased results of the direction and magnitude observed could lead to inappropriate physician action. Patient samples were not processed for phbr during this event. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).